Manufacturer narrative:
Physician prescribed antibiotics. Pain was not resolved and physician explanted the system. Physician will schedule patient for a re-implant.

Event description:
The company was made aware on (B)(6) 2020 that a patient was having pain at the implant site.